Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead exhibited intermittent non-capture in bipolar and triggered a lead safety switch (lss) due to low out-of-range pace impedance measurements less than 200 ohms. Impedance trends showed a sudden change measurements, and measurements were consistently low. Additionally, noise was observed while palpating. Fluoroscopic imaging and x-rays were taken, but unable to identify the cause of reported observations. Subsequently, this rv lead was surgically abandoned and replaced during routine device changeout. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.